Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was uncertainty regarding the battery longevity estimator on the implantable pulse generator (ipg). The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.